Manufacturer narrative:
This follow up is being submitted to amend b.1 to adverse event report.

Event description:
This follow up is being submitted to amend b.1 to adverse event report. Literature: a 17 years retrospective study on multiple metal stents for complex malignant hilar biliary strictures: survival, stents patency and outcomes of re-interventions for occluded metal stents. Occlusion due to in-growth/over-growth + intervention.

Manufacturer narrative:
The evo- uncovered biliary stent device of unknown lot number was not returned to cook ireland for evaluation. With the information provided, document based investigation was conducted. As the evo- uncovered biliary is unknown device from unknown lot numbers, a review of the relevant manufacturing records cannot be conducted. Prior to distribution all evo- uncovered biliary devices are subject to visual inspection and functional checks to ensure device integrity. There inspections and functional checks are outlined in internal procedures in place at cirl. As per instructions for use, ifu0056-5 which accompanies this device, potential complications section: ¿those associated with ercp include, but are not limited to: pancreatitis, cholangitis, cholestasis, aspiration, perforation, haemorrhage, infection, sepsis, allergic reaction to contrast or medication, hypotension, respiratory or arrest, cardiac arrhythmia or arrest. Those associated with biliary stent placement include, but are not limited to: trauma to the biliary tract or duodenum, obstruction of the pancreatic duct, stent migration, stent occlusion.¿ there is no evidence to suggest that the customer did not follow the instructions for use. A possible root cause could be attributed to patient condition related, as per instructions for use, stent occlusion is listed as a complication following the placement of this device. From the information provided¿ I have just finished talking to dr. Boskoski, who told me that he has absolutely no time to review 740 medical records over 17 years to find out what brand and model of implanted stents have occurred the events that forced us to open complaints. For his point of view, all the events described by us, such as ingrowth, sludge, haemobilia and pancreatitis are related to the patient¿s serious pathology and are difficult to attribute to the type and brand of stents used, also for this reason no correlation between stent models and described events is mentioned in the study.¿ complaint is confirmed based on customer testimony but has been determined to be not device related. Patient outcome is unknown. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Literature: a 17 years retrospective study on multiple metal stents for complex malignant hilar biliary strictures: survival, stents patency and outcomes of re-interventions for occluded metal stents. Occlusion due to in-growth/over-growth + intervention.